Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high/undefined superior vena cava (svc) impedance resulting from a possible fracture. The right ventricular (rv) lead was inactivated and not replaced. In addition, the lead was noted to be implanted beyond the expiration date. The implantable cardioverter defibrillator (ICD) is now being used as an implantable pulse generator (ipg) only. No patient complications have been reported as a result of this event.